Manufacturer narrative:
Expiration date - unknown as lot is unknown. (B)(4). Date of manufacture is unknown as lot is unknown. Event evaluation: still under investigation.

Event description:
The surgeon advanced the flexor parallel over the glide wire. It appears that the wire slipped out of the slit in the dilator during advancement, and the dilator tip went askew and penetrated the bladder neck. After realizing what had occurred, the surgeon removed the sheath and used a new (original) flexor to continue the case. The pt required more procedures as a result. The pt required 3 separate procedures on different days: insertion of suprapubic catheter, cystoscopy and amp; bladder wash out and bladder neck incision. The following adverse effects to the pt were reported: bleeding- requiring drainage of hematoma, urinary retention. The pt has been unable to void and remains hospitalized 10 days post procedure.